Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns). As received, the belt receptacle was pulled from the j1001 connector on the computer / analog (ca) board, causing an open circuit. The monitor was unable to pass detect and treat or baseline testing. The root cause of the pulled belt receptacle was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 204 and 107.